Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the patient did not experience any symptoms as a result of going without drug for 3.7 hours. It was reported that the gap in drug issue did resolve.

Manufacturer narrative:
Concomitant products: product ID 8578 lot# serial# n249161007 implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6) ubd: 29-mar-2012, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was unknown. It was reported that, during a pump replacement procedure, the catheter connection "broke an inch off where it connects to the pump". The patient had a 8731 catheter and they had previously revised it with an 8578 pump connector. Technical services reviewed compatible revision kits and catheter specification information. The issue was no resolved through troubleshooting. They were able to obtain an 8596sc to use for the current case. They had already done a back table prime on the pump, so there would be a small gap in the catheter with no drug, as the hcp had not cleared the existing catheter. Technical services confirmed the new catheter length and reviewed options for programming catheter information. Additional information received on 2024-03-26 indicated that the nurse was inquiring how long the patient would go without drug for "12cm or 0.0264ml" with a flow rate of 0.168ml/day or 0.0070ml/hr. It was review that the patient would go without drug for 3.7 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) stating that updated version of the synchromed application was on the samsung physician programmer.

Event description:
Additional information recieved from the company representative (rep) indicated that there was no suspicion of the catheter not working. This was simply a pump replacement. However the surgeon pulled to hard to get the pump out of the pocket and the catheter broke. It was stated that "whoever worked on this patient prior used an 8578 repair kit when that was not the correct repair kit to use, maybe that was why it broke so easily". The patient's weight was asked, but made unknown.

Manufacturer narrative:
B5. Correction to b5 section to include patient weight asked, but made unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative (rep) indicated that there was no suspicion of the catheter not working. This was simply a pump replacement. However the surgeon pulled to hard to get the pump out of the pocket and the catheter broke. It was stated that "whoever worked on this patient prior used an 8578 repair kit when that was not the correct repair kit to use, maybe that was why it broke so easily".